Event description:
It was reported that pump touchscreen was "less sensitive with glitching during the start sequence and the customer has to restart the process". There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.